Manufacturer narrative:
Additional information: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that green pull ring cap of five (5) amia automated peritoneal dialysis (pd) sets with cassette disconnected from the patient line connector. The green pull ring cap disconnected from the patient line connect after the customer removed the set from the packaging prior to patient use during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.